Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: description: IV tubing malfunctioned causing nuclear medicine tracer to spill all over patient, staff, treadmill and floor during a stress test. Exam room had to be closed for the day due to tracer spill.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two empty blisters and one used sample in open packaging were provided for investigation. Upon evaluation of the unit, it was decontaminated then inspected with no physical damaged noted. The sample was leak tested with passing results. The reported issue was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.